Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 11-nov-2022 h6: investigation summary it was reported syringes leaked medicines when pulling up the drug. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for leakage and passed. A device history record review was completed for provided material number 309653, lot number 1084406. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use leakage occurred. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: leakage several syringes that leak medicines when pulling up the drug.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use leakage occurred. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: leakage several syringes that leak medicines when pulling up the drug.